Event description:
The pt's family member contacted lifescan alleging that the pt's one touch ultra meter powered off during use. The medical affairs specialist attempted to reach the family member by phone; there was no answer or answering machine to leave a message. A letter was sent to the family member. The day before the family member contacted lifescan, the pt "got in the corner, didn't move, and was shoving and pushing". Pt tested with the reported meter aid it didn't work. Pt tested with another meter and obtained a result of 112 mg/dl. Pt took no action to affect their blood glucose level following testing. After an unspecified time interval, pt was taken to the hosp where a result of 39 mg/dl was obtained. Pt was treated with food and/or beverage. No info was provided regarding the pt's testing and diabetes treatment regimen. Meter results and pt actions prior to the time of concern were not provided. It is unk whether the normal range result obtained on the meter was accurate. The customer care rep verified that the meter powered off before the automatic shutoff time elapsed, the battery was less than 1 year old and was correctly installed. The battery contacts were in good condition. The product malfunctioned, preventing the pt from obtaining a result while pt was symptomatic. The pt may have been able to avoid experiencing severe hypoglycemia requiring treatment, and pt obtained a result with the reported meter when pt attempted to test. Although pt had a back up meter, it is not known if the reading on the meter was accurate. In the absence of info mentioned before, appraising the complaint conservatively, the event is reported as an adverse event medical device reportable. The meter, test strips, and control solution were replaced.